Event description:
Healthcare professional reported "discreetly irregular contours and a small amount of anechoic periprosthetic fluid", "seroma late and grade iii of capsular contracture" via ultrasound. Patient later reported "problems with irregularities and seroma". Patient later reported "recall was mentioned". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "discreetly irregular contours and a small amount of anechoic periprosthetic fluid", "seroma late and grade iii of capsular contracture" via ultrasound. Patient reported "problems with irregularities and seroma" an "recall was mentioned". The device has been explanted.